Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds which resulted in loss of capture. No asystole was observed, but the lead was been surgically abandoned and replaced. The high thresholds were found to be posture dependent. There were no additional adverse patient effects reported.